Event description:
It was reported that during routine follow-up, the patient received inappropriate shocks. With magnet placement, the physician was able to continue upgrade and reprogramming without further incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.